Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a potential complication of the use of this device in cardiac ablation procedures.

Event description:
Related MFR reference 2030404-2013-00050, 3005188751-2013-00066. During a pulmonary vein isolation (pvi) procedure using therapy cool flex ablation catheter, an agilis nxt introducer, and a swartz braided transseptal introducer, a pericardial effusion occurred. The physician performed transseptal puncture and created a model with the ensite system and an unk spiral catheter. The physician began ablating with the therapy cool flex catheter on the left superior pulmonary vein. The pt became hypotensive and hypoxic. An echocardiogram confirmed a pericardial effusion and the procedure was aborted. A pericardiocentesis was performed to stabilize the pt. The pt was discharged from the hospital the next day. There were no performance issues with any sjm device.